Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with mild calcification and moderate tortuosity. The 2.5x28 mm xience v stent was implanted and a distal edge dissection was noted. A 2.5x15 mm xience v stent was used to treat the dissection. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.